Event description:
Customer reported that the display on the insulin pump is occasionally blank. Customer stated that the insulin pump does not have physical damage but the battery cap seems damaged. It has not been bumped or exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display returned. Customer also reported that when programming insulin delivery it will wrap around from max to min. Customer was advised to be aware of the units on screen before pressing the act button to deliver. Customer declined to replace the insulin pump for the scroll wrap. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.